Event description:
The manufacturer received information alleging an "circuit leakage" alarm occurred frequently. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's in line filter was replaced to address the issue.